Event description:
It was reported that the patient experienced "some issues and does not think they are pump related". The patient was attempting to find another health care provider to manage her medical care. Per patient, the hcp believed that the patient had "tolerance issues with the meds". The patient was unable to attend rehab after implant as the insurance "wouldn't pay". In (B)(6) 2012, approximately 48 hours after a dose increase, the patient experienced the following: "legs were so tight that she could not move them". The patient was hospitalized for 5 days in a medical ward; after that insurance did allow for rehab and she was in rehab for 2 weeks. The hcp had stopped increasing the dose by 20% and had moved to smaller increases. Per the reporter, "she is not better from before her surgery and is attending pt (physical therapy) 3 times per week". The patient was told by the hcp to return to clinic in (B)(6) 2012, but to call if she felt she needed an increase sooner. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information received reported the patient experienced panic attacks and was ¿real jittery¿ when she experienced withdrawal events in (B)(6) of 2012.

Event description:
Additional information received reported further event detail and a status/patient update. The patient experienced another episode of withdrawal symptoms similar to that of the already reported occurrence in (B)(6). The reporter stated that "the one in (B)(6) required a 5 week hospitalization and the doctor did not know what was wrong". It was previously reported that the hospitalization was 5 "days", so it was unclear the length of the hospitalization. The patient had symptoms of had anxiety and had "not slept for 4 days". The patient met with the healthcare provider (hcp) for a refill on (B)(6) 2012, with no dose change. A day later, the patient had sudden vomiting, and "legs got tight" and were very painful; the hcp had "a very hard time bending the patient's legs". The patient was new to the hcp at that (B)(6) refill. It was noted that on both instances of withdrawal in (B)(6), the pump contained compounded baclofen. Following the second occurrence, the patient's pump was cleared of the compounded baclofen and refilled with lioresal. The patient reported feeling better after 48 hours when they flushed all of the compounded baclofen from the system and used lioresal. As of (B)(6) /2012, the patient reported that "she is fine now that her pump contains lioresal". The pump continued to contain lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).